Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03008. It was reported the patient's scs ipg was "getting caught" on nearby objects. It was also reported the patient was experiencing back pain. As a result, the scs system was explanted.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.